Manufacturer narrative:
Findings: the report was confirmed by visual evaluation. Additional analysis of the returned tool is ongoing. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." Of the tools of this part number distributed during the past 12 months, there have been no other reports of tool breakage for this part number.

Event description:
"Tool broke during case" was reported by foreign distributor. No additional information available on follow up.